Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 6935m62 lead, implanted: (B)(6) 2018. Product ID: dtmb1qq ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) and right ventricular (rv) leads dislodged. The leads were explanted and replaced. It was further reported the doctor could not engage the atrial screw when re-implanting. The device was explanted and replaced. No patient complications have been reported as a result of this event.